Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that pt reports was in a car accident on (B)(6) 2018 and device stopped working. Pt reports stomach was hurting and got an x-ray that determined the leads were broken. Pt also mentioned accidently turned therapy off using programmer and symptoms were not controlled while therapy was off. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Product ID 3093-28 lot# va0d8am serial# implanted: (B)(6) 2013 explanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 16-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.